Manufacturer narrative:
The unit passed the rewind test, prime/seating test, basic occlusion test and force sensor test. The test reservoir does not lock in place and unable to perform the occlusion test, displacement test and displacement accuracy test due to missing retainer and missing reservoir tube o-ring. The insulin pump was received with the following physical damage: scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, broken reservoir tube lip, peeling keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated there was a chip in the reservoir compartment making it difficult to screw the reservoir in. Customer mentioned the insulin pump must have dropped. The customer¿s blood glucose level was 300 at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.